Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument data, the cse replaced the wash separation manifold. The cse ran diagnostics, which passed. The customer ran calibrations and quality controls, resulting within specification. The customer ran correlations between two systems, resulting acceptable. The cause of the discordant, false negative thcg results was due to a defective wash manifold. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative total human chorionic gonadotropin (thcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative thcg result.